Event description:
It was reported that on (B)(6) 2012, a 31mm epic valve was successfully implanted in patient with history of heart failure and endocarditis without noted complications. The patient was hospitalized on (B)(6) 2022 because of difficulty breathing. Severe mitral valve regurgitation was confirmed in the patient. The decision was made to explant the 31mm epic valve and replace it with a 25mm non-abbott device that same day. During the explant procedure a tear in the anterior leaflet of the 31mm epic valve was noted. The patient remained hemodynamically stable throughout the explant procedure. The patient was recovering at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of mitral valve regurgitation and breathing difficulty was reported. The investigation found severe degenerative changes on cusp 2. There was a patchy pannus formation on the inflow surface limited to the sewing cuff. There were tears noted on cusps 2 and 3. There was a thin layer of fibrin on the outflow surface of cusp 1 and inflow and outflow surfaces with scattered histiocytes in cusp 3. No acute inflammation or significant calcifications was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.